Event description:
It was reported that during a surgical procedure at the user facility, the bur was not retained by the drill and the attachment and spun across the operating room. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported. It was reported that no parts of the devices entered the surgical site.

Manufacturer narrative:
During the device evaluation, the reported event of the device not holding a bur could not be confirmed. Upon follow-up the initial reporter stated that the user facility had used a third party bur which exceeded the recommended bur length for this device. The use of this third party bur may have caused the device not being able to retain the bur.